Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, two (2) final tightener with reference to product complaint (B)(4). However, upon checking the complaint file, the devices were already received on march 25, 2019. There is no procedure and patient involvement.